Manufacturer narrative:
Stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. Stryker replaced the device's power pcba and eos supply to resolve the reported issue. Device passed performance inspection procedure and was returned to the customer for use. Stryker product assessment center (pac) further evaluated the returned pcba and determined a shorted c58 was the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device will not power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient involvement reported with the event.